Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During preventative maintenance (pm) performed by the distributor, the autopulse platform (sn (B)(4) displayed the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message, and the driveshaft could not be rotated to the home position after the lifeband band clip was placed into the slot of the driveshaft to clear the error. No patient involvement.